Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The posterior leaflet was restricted. The first clip was placed on the posterior leaflet. After deployment, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The slda was due to the patient anatomy. The second clip was placed lateral to the first clip and stabilized the first clip. The final mr grade was 2. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology and likely due to the restricted posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.